Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with lumera contour profile moderate gel implants experienced bilateral rupture and left sided granuloma post procedure. The ruptures were identified through ultrasound and mammography. Silicone was found in the lymph nodes around the neck and collarbone. As a result, replacement with non-mentor implants was performed on (B)(6) 2021. The ruptures were verified during explant surgery. This was part of a clinical study. See 1645337-2021-09294 for contralateral prosthesis report.